Event description:
A family member reported that the rubber on the ok button started peeling one week ago. She also reported that she thinks the pump got wet at school today and now has no power.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
There was no reported patient impact associated with this complaint. Evaluation revealed that the keypad was torn. A torn keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Additionally moisture was observed under the display. The pump was unable to power on. The pump was opened and moisture was observed in the circuit board.